Event description:
Low battery issues with 3 pumps on the same patient.first pump had been working all day and it was plugged in. Clinician noticed that it was reading a low battery, no audible alarms, when she was performing her rounds. She checked the plug and all connections then the screen went to black. She changed to the second pump. This pump was not plugged in when she decided to use it. She was having difficulties using the drug library, then decided to call respiratory therapist for assistance. Patient was not in any distress. Time frame around 15 min in length for delay in angiomax infusion. Physician was on the floor and was informed of the event. He ordered a stat partial thromboplastin time (ptt) test. No negative outcome.changed to third pump. The next morning at 0610, when making rounds, the pump was working fine. At 0710, the pump was found with a black screen. Pump plugged in. Outlet checked. Battery depleted, no alarm noted. Changed to new pump. All three pumps sequestered.